Event description:
A customer reported that a doctor complained of pain in their left ear after placing the stethoscope eartips in their ears. The doctor went to the emergency room and was diagnosed with a left ear drum perforation. A hearing test showed loss of hearing. The doctor will be retested in four weeks.